Manufacturer narrative:
Medical device name update to frn.

Event description:
The following has been reported: biomed reported: this pump (B)(6) have malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to the fva pins having a moderate drag. A mock infusion was performed without any issues. The device was opened for internal inspection and found that the fva pins were heavily coated with a black, sticky residue. The upper loading pins were also covered in this sticky residue. Additionally, it was found that the wifi board is unseated, the rtv appeares to have lost it's hold to the housing. The fva pins were cleaned, as well as the upper loading pins, and another mock infusion was performed again without any issues. The fva and upper loading pin lip seals will be replaced during the repair process and the wifi board will be reseated.